Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098245. B5: describe event or problem - additional. E4: initial reporter also sent the report to FDA - additional. H1: type of reportable event - additional . H2: additional information . H10: additional narratives ¿ additional.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on 12/28/2020.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device available for evaluation ¿ additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. Exterior physical visual inspection: passed. Voltage check: passed. Pairing test/download: passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.